Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. Photos of the sample were received and a photo review is pending. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, treating the left cephalic vein arch and left subclavian vein, the pta balloon allegedly had difficulty being retracted through the sheath after being inflated four times. In addition, the pta balloon allegedly detached from the catheter. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was not returned, however two electronic photos were provided for review. The photos shows a complete break at the proximal balloon butt joint. Additionally, the photos showed the inflation lumens to be pulled out of the balloon, resulting in a complete balloon detachment. Therefore, the investigation is confirmed for a broken butt joint and for detachment of the balloon. The reported retraction issues could not be confirmed based on the photos provided. The partial break resulted in the identified balloon detachment. It is possible that retraction issues could have contributed to the identified break and detachment. However, the definitive root cause for the partial break and retraction issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4, h6 (1069-break).

Event description:
It was reported that during an angioplasty procedure, treating the left cephalic vein arch and left subclavian vein, the pta balloon allegedly had difficulty being retracted through the sheath after being inflated four times. In addition, the pta balloon allegedly detached from the catheter. Another pta balloon was used to successfully complete the procedure. There was no reported patient injury.